Event description:
The user facility reported to olympus that during a gastrointestinal surgical procedure, the visera elite ii video system center touch panel stopped working and displayed error code e333 (touch panel error). The device was powered off and on again, restoring the system. The procedure was completed using the same device. There was no patient impact due to the event.

Manufacturer narrative:
The device has been returned to an olympus service center for evaluation. The evaluation of the device is still in progress. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the touched panel failed and gave an error code e333. The error code e333 most likely cause a failure of the touch panel or a communication failure between the printed circuit board and the touch panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the investigation confirmed the touch panel failure and error code e333 most likely due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.